Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a poor communication screen when trying to connect to the ins and was experiencing return of symptoms. Trouble shooting attempts were made and the patient was able to use the patient programmer and verified stimulation was on. The patient was on program 3 at 1.5 but wanted to increase stimulation. Stimulation was increased to 3.0 and was comfortable standing but not walking so the patient decreased to 2.5 which was comfortable standing and sitting. The patient was aware to turn stimulation down if it becomes uncomfortable. The patient also reported a return of symptoms and was not able to hold urine, was having accidents, and wetting herself. It was verified that stimulation was on. There were no further symptoms or complications reported or anticipated. Additional information was received. It was reported that the patient was getting spasms in her bladder since yesterday. The patient stated that she has been traveling and sitting a lot but hasn't fallen or had trauma. The patient mentioned that she has been having urgency and leakage. The patient reported that she was on program 3 with stimulation on at 3.7v but she did not feel stimulation so she raised it to 4.7v and felt stimulation. Trouble shooting attempts were made and the patient programmer showed stimulation was on and the patient was going to try the setting she was on. There were no further symptoms or complications reported or anticipated.